Event description:
The patient contacted animas to report that the pump was extremely hot to touch. At the time of troubleshooting, the patient confirmed no moisture or corrosion visible in battery compartment. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery was not returned with the pump for investigation. The battery cap was not returned with the pump for investigation; a test cap was used to complete investigation. There was no evidence of physical damage to the battery compartment. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for six hours with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.